Event description:
It was reported that during preparation an angioplasty treatment procedure, a balloon perforation occurred. During preparation of a 2.5 x 9 mm maverick 2 balloon, the balloon was perforated. The procedure was completed with another 2.5 x 9 mm maverick 2 balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation an angioplasty treatment procedure, a balloon perforation occurred. During preparation of a 2.5x9mm maverick 2 balloon, the balloon was perforated. The procedure was completed with another 2.5x9mm maverick 2 balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluation: the returned device was attached to an encore inflation unit and when positive pressure was applied a leak was noted. Microscopic examination confirmed a balloon pinhole over the proximal markerband. The tip was slightly pushed back which is consistent with resistance met during advancement. No kinks or damage were noted to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).